Event description:
It was reported that the right ventricular lead was "bad". Follow-up with the implanting physician's office did not yield any additional relevant information. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.